Manufacturer narrative:
Product event summary: the mapping catheter, 2ach15 with lot number 11034513, showed the shaft was kinked from the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.